Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure right before the surgeon used the double air hose device, it was noted that the there was an air leak from the crack in the hose. According to the reporter, the device was not "function tested" during set up prior to use; therefore, they were unable to detect where the leak was coming from the hose. There were no delays to the planned surgical procedure. A spare device was used to complete the procedure successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the inner hose was pulled from the plug causing it to leak. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.